Event description:
It was reported that asystole occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd single curve access system (was) was inserted. As the dilator was advanced to the septum, the patient went into asystole. Cardiopulmonary resuscitation (CPR) was then performed on the patient, and external electrical pacing of the heart was conducted. Normal rhythm was reestablished. Transesophageal echocardiography (tee) was performed, and a thrombus was identified deep in the laa. The procedure was then aborted due to the identified thrombus. The patient woke up from the procedure and responded to initial commands. However, the patient remained hospitalized with pulmonary edema. No future plans for laa closure were planned.